Event description:
Pt was diagnosed in the emergency ward with a corneal abscess in superior temporal quadrant of the right eye and was treated with antibiotics and artificial tears. Pt was advised to discontinue lens wear temporarily. The corneal abscess resulted in a corneal scar. The scar was not central and there was no decrease in visual acuity. Pt recovered with visual acuity of 20/20 in right eye. No cultures were performed.

Manufacturer narrative:
The medical device was not available for return. The lot device history records were reviewed and show that all requirements were met. Based on all information, no root cause can be determined and no conclusion can be drawn.